Event description:
Report received indicated that the patient's wife reported end user has a dry, red, sore area around the stoma about 1 in x .5 in in size at 3 to 9 o'clock. She reports having applied the appliance using some powder and a protective barrier wipe. The appliance was left in place for 6 days and the irritation was noted upon removal. The end user did notice some itching and burning feeling but did not know that this could indicate leakage and need for removal and application of new appliance. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review for lot 1c03173 was performed. This product was manufactured according to the quality system and approved procedures in place at the time of manufacturing and packaging. The batch record review found no objective evidence of deviations, non-conformances or discrepancies related to the complaint issue reported.